Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported " accumulation of periprosthetic free fluid","bilateral scattered simple cysts", and "capsular contracture grade iii on the right." Device was explanted. This record is for the right side.

Event description:
Healthcare professional reported " accumulation of periprosthetic free fluid","bilateral scattered simple cysts", and "capsular contracture grade iii on the right." Device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.